Event description:
While removing the protective sheath and wire, the angiosculpt pulled apart where the back support attaches (blue portion) to the catheter shaft.

Manufacturer narrative:
The angiosculpt device was not used in the patient; therefore, patient information is not listed. The angiosculpt device was returned in two pieces. Visual examination confirmed the shaft separated proximal to the proximal bond. The balloon had not been inflated and the inner member was severely stretched. The evidence observed during lab analysis suggests that the device experienced excessive exertion of force applied by the user.